Manufacturer narrative:
(B)(4)

Event description:
It was reported that:"patient had the catheter inserted for surgery and on removal of the needle and wire the wire caught and unravelled. The device was then removed for patient safety reasons. On visual inspection the tip appeared intact however to ensure no components were retained in the patient an ultrasound was performed by anaesthetist. Nil was seen. New device was inserted in opposite arm without incident. Therapy was delayed but there was no other patient harm or consequence."

Manufacturer narrative:
(B)(4). The customer returned one portion of a separated guide wire coil. The rest of the guide wire assembly nor the arterial catheterization device were returned. No obvious signs of use were observed. Visual analysis revealed that the returned sample is only a section of a coil wire. No remnants of the core wire or weld(s) were present. Therefore, a full visual analysis cannot be performed as the entire guide wire and the catheterization device were not returned. Functional analysis could not be performed due to the severity of the damage on the returned sample and because the entire guide wire and catheterization device were not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a separated guide wire was confirmed through complaint investigation; however, a full visual , dimensional, or functional analysis could not be performed as only a section of the guide wire coil was returned. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Despite these circumstances, the root cause cannot be determined without the entire guide wire and catheterization device returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that:"patient had the catheter inserted for surgery and on removal of the needle and wire the wire caught and unravelled. The device was then removed for patient safety reasons. On visual inspection the tip appeared intact however to ensure no components were retained in the patient an ultrasound was performed by anaesthetist. Nil was seen.new device was inserted in opposite arm without incident. Therapy was delayed but there was no other patient harm or consequence.".